Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer did not mention any symptoms related to high and low blood glucose levels. Customer experienced multiple blood glucose values such as 113 mg/dl, 93 mg/dl, 43 mg/dl and 423 mg/dl. The insulin pump will not be returned for analysis.